Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced early sensor shutoff during sensor startup period and patient did not know where the sensor wire was.

Manufacturer narrative:
(B)(4). Please disregard MDR# 3004753838-2014-00645 follow-up 1 because the MDR# was incorrect. It should be the follow-up 1 MDR# 3004753838-2013-00645.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.